Manufacturer narrative:
Device identifier # 10381780253457. The unit was received with the lock having both rotational and lateral movement. It was also hard to lock and a residue buildup was present. Upon disassembly, it was noted that the lock will need new components added to replace worn internal parts. The skull clamp base teeth were worn and the base will need to be replaced. General maintenance and cleaning required. The device history record showed no abnormalities related to reported incident. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. The complaint was likely caused by wear and tear / improper handling. The definite root cause could not be reliably determined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp rocker arm moved back and forth when it was in locked position during inspection on (B)(6) 2019. In addition, it was not holding pins. There was no delay in surgery and no patient injury. Additional information has been requested.